Event description:
During percutaneous endovascular aneurysm repair/aaa, the sheath marker came off of the endologix afx. When the sheath was advanced, there was no marker band on the sheath. With careful inspection under fluoroscopy, the marker band came off and was in the graft at about the level of the aortic bifurcation. The foreign body, which was a radiopaque marker lodged at the aortic bifurcation needed to be withdrawn. A variety of mechanisms including a balloon and snares were used to withdraw without success. Finally what worked was the 20 mm ensnare which I used at the beginning of the case. I was able to successfully withdraw it into the device, and this was verified on fluoroscopy. Evaluation of the involved sample identified that the distal end of the outer sheath was damaged. Based upon the investigation findings, the root cause could not be determined.